Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's low blood glucose levels. The mother states they did not receive test message for the customers threshold suspend alarm. The customer's blood glucose level at the time of incident was 47mg/dl. The mother states they treated the lows with cookies and breakfast. Troubleshoot was conducted, and the customer was advised of possible cell network issues. Nothing is being replaced or returned at this time.